Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The mother of a patient reports while her son was wearing a pod between 4 and 24 hours the blood glucose level reached 320 mg/dl. Upon removal of the pod from the infusion site the mother stated the, "cannula appeared to scrape the surface of his skin, but never properly inserted". As treatment, a manual injection of 2 units of insulin was given and a new pod was applied. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear damaged. However, further into the inspection of the cannula assembly found a leak within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. It also could not be conclusively determined if the cannula was improperly inserted at the infusion site.